Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "on (B)(6) 2026, the hospital faced 2 incidents of needles bent. No consequence for the patient, no medical intervention necessary. The device was replaced." Associated complaints 3006425876-2026-00357.